Event description:
Case was reported as an explant of an orthadapt bioimplant. Case info (including case type or signs and symptoms) were not provided at this time of report.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. As a result, testing could not be performed. Cause of the event is unk at this time. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.